Event description:
The customer reported alleged inaccurate high results on their one touch ultra meter. In 2001 at 11:30/p, patient's blood glucose was 332 mg/dl. Patient took 4u humalog and some "longterm" insulin. At 3/p, patient's family member woke patient because patient was acting "delirious." Patient was sweaty, with chills and disorientation. The paramedics were called. Patient's bg 1 minute prior to the paramedics arriving was 74 mg/dl. Patient had eaten sugar prior to their arrival. A bg test on the paramedics meter was 34 mg/dl. Patient was treated with glucose injection and placed on saline IV until their blood glucose reached 270 mg/dl.